Event description:
It was reported to st. Jude medical that while the pt was sitting in the train, the ICD delivered numerous inappropriate therapies within 30 minutes. There was no arrhythmia or oversensing of an intrinsic signal seen on the printout. It was noted that the pt wished not to have any procedure due to traveling. Hence, the ICD was switched off. In 2005, the device and lead was explanted.